Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, mitraclip (x2). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. There was no reported device malfunction associated with the sgc. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The physician acknowledged that he should had aspirated out the guide and flushed with heparinized saline prior to placing the clip in the guide. Based on the information reviewed, the reported thrombosis appears to be related to user technique/procedural conditions. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the mitraclip system instructions for use warns: heparinized saline flush should be continuous throughout the procedure. Ensure flow is visible through the drip chamber and that tubing is free from kinks and/or obstruction and pressure of 300 mm hg is maintained. Discontinuing flush may result in air embolism and/or thrombus formation. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This steerable guiding catheter (sgc) is filed for thrombus observed. Thrombus is considered a serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted successfully and the mr grade was reduced to 1-2+. A second clip delivery system (cds) was prepared and advanced without issue. A static column of blood was in the steerable guiding catheter for the period during which the second cds was prepped. When the cds entered the left atrium, thrombus was noted on the tip of the cds. The activated clotting time (act) for the patient was greater than 250. The physician acknowledged that he should have aspirated the guide and flushed with heparinized saline prior to placing the second cds into the guide. It was suspected that the sgc was not properly flushed prior to insertion of the second cds, which may have been the cause for the thrombus. The cds was removed with the thrombus and no intervention was performed. The patient was confirmed to be hemodynamically stable post-procedure, and the mr grade was reduced to 1-2+. There was no clinically significant delay in the procedure. No additional information was provided.